Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the heparin, thrombolysis using tpa, and coumadin that were provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. A device service history review could not be performed as an instrument serial number was not provided. Trends were reviewed for complaint categories shortness of breath, hypoxia, tachycardia, and pulmonary embolism. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: dyspnea, hypoxia, tachycardia, and pulmonary embolism. (B)(4).

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced shortness of breath, hypoxia, tachycardia, and a pulmonary embolism following a treatment procedure. This patient is a participant in the (B)(6) study ((B)(6)). The customer stated that the patient successfully completed an ecp treatment procedure on (B)(6) 2020 without any issues. The customer reported that on (B)(6) 2020, the patient stated that he felt fine when he woke up that morning. The customer stated that the patient went to a restaurant to eat breakfast; however, when walking into the restaurant the patient suddenly felt short of breath. The customer reported that the patient then went home and checked his vital signs and spirometry. The customer stated that the patient noted that his heart rate went up to 110-120 beats per minute and his pulse oximetry had dipped to the mid-80s. The customer reported that the patient's spirometry reading was stable. The customer stated that the patient then tried to walk and suddenly felt the same shortness of breath. The customer reported that the patient went to the emergency room (ER) for further evaluation. The customer stated that an x-ray was performed in the ER and there was no evidence of infiltrates on the patient's chest x-ray. The customer reported that the patient then underwent a pulmonary angiogram, which indicated an acute pulmonary emboli in the segmental branches of the patient's right lower lobe. The customer reported that an ultrasound did not show any evidence of either a lower or upper extremity deep vein thrombosis. The customer stated that the patient was started on anticoagulation using a heparin drip. The customer reported that interventional radiology (ir) was consulted for assistance as catheter directed thrombolysis was recommended for the patient due to the patient's lack of dual pulmonary circulation caused by their lung transplant. The customer stated that the patient underwent ir guided catheter directed thrombolysis using tissue plasminogen activator (tpa) on (B)(6) 2020. The customer reported that the patient returned to the ir department on (B)(6) 2020 for an angiogram. The customer stated that the angiogram indicated an improvement in the patient's clot burden. The customer reported that the tpa was then stopped and the patient's catheter was removed at this time. The customer stated that the patient remained on their heparin drip. The customer reported that on (B)(6) 2020 the patient began bridging from heparin to coumadin with the goal of an international normalized ratio of 2-3. The customer stated that the patient was started on coumadin at 3 mg, qhs and this dose was increased to 5 mg on (B)(6) 2020. The customer reported that (B)(6) 2020, the patient's breathing had improved with decreased shortness of breath and tachycardia. The customer stated that the patient was discharged from the hospital on (B)(6) 2020 with the medication, coumadin. The customer reported that upon discharge the patient's pulmonary effort was normal and the patient had normal breath sounds. No product was returned for investigation.